Manufacturer narrative:
A ge rep evaluated the system and replaced (+5, +24, -12) power supply, generator backplane, and I/o transition pcb. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported intermittent x-rays disabled and generator shutdown errors. No patient injury was reported.